Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer's blood glucose. Reportedly, a new battery charger was sent to the customer to attempt to resolve the issue.